Manufacturer narrative:
An event of "thrombocytopenia" was reported. A more comprehensive assessment could not be performed as the device remains implanted was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that on (B)(6) 2021, a 29mm portico valve was implanted successfully with no reported complications. On (B)(6) 2021, thrombocytopenia was observed (20,000 platelets) on blood test and the patient was given platelet transfusion; the user allege the tavi procedure was the cause of the patient's thrombocytopenia. The patient was reported to be in stable condition.